Event description:
This procedure was an svg: spiderx positions, svg performed (stent placed) spiderx retrieved. Flow (which had been good) immediately became sluggish and aspiration performed. Removed debris (enclosed) nitride given. Timi 1 flow @ end of procedure. No pt injury reported.